Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call unexpected restart alarm, constant tone anomaly and interrupt source error alarm on the insulin pump. Customer¿s blood glucose level was 86 mg/dl. Troubleshooting for the unexpected restart alarm was performed. Customer advised the device would reset and make a constant tone noise. Customer received multiple unexpected restart alarms, constant tones and interrupted source errors. Troubleshooting was unable to resolve the alarms. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no unexpected restart alarm, audio/beep anomaly and unexpected resetting noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.